Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the generator interface pcb and re-loaded the software to restore proper function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had reported data mix with images.